Manufacturer narrative:
(B)(4). Evaluation summary: the investigation of the returned device found that only the body of the device was returned. A proxy plunger was inserted into the device to test the needle trajectory, and the result was acceptable. The needle trajectory of each device is inspected twice during manufacturing. A cuff-miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in a challenging anatomy, aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. In this case however, the analysis of the returned components found no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected to indicate a cuff miss had occurred. Based on the analysis of the returned components, reported information and the inspection criteria, the cause for the reported needle to cuff miss could not be determined and the experience could not be confirmed. No manufacturing or quality inspection issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records that would have affected the reported needle to cuff miss. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old) estimated date of event (reported as occurring at the beginning of the week). The two perclose proglide devices are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Two additional proglides were used with the same results. Hemostasis was achieved with the fourth proglide. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additional information was provided.